Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that 2 reciproc files 6x files broke during use. The broken parts remain in the root canal and further treatment is pending. Requested further information.

Manufacturer narrative:
Summary: 25 unused reciproc files r25 8/100 25mm 025 were returned. Involved files that broke during use were not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1846376). The unused reciproc files r25 8/100 25mm 025 were evaluated and were found in compliance with specifications. According to our prescriptions, we can consider that the production batch #1846376 is conforming (representative sampling). No fault was found, production meets specifications.